Event description:
It was reported that during a clinic visit the lead was found to have no capture. The patient did not experience any symptoms. The lead was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.